Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Wear abrasion observed. Brown particles on the surface of the shell.

Event description:
Healthcare professional right side "rupture and exchange from textured to smooth due to concern with the product." Device has been explanted.

Event description:
Healthcare professional right side "rupture and exchange from textured to smooth due to concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.